Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the unused lines during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 3 of treatment before the fluid leak and the treatment was cancelled. The cause of the leak was a possible pinhole in one of the unused lines, but this was unconfirmed. Air bubbles were found in unused lines. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler until the following day. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the unused lines during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 3 of treatment before the fluid leak and the treatment was cancelled. The cause of the leak was a possible pinhole in one of the unused lines, but this was unconfirmed. Air bubbles were found in unused lines. Fluid was not discovered in the pump module area or on the external of the cassette. The patient will follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler until the following day. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the solution line. The complaint product sample was visually inspected and damage was detected on the solution line. During the inspection under the microscope, it could be observed that the solution line presented a cut. After further inspection, no other problems were detected. This kind of damage could have the following causes: unqualified operator. Unclear work instruction. Failure to follow procedure. Operator fail to follow work instruction. Container incorrectly identified a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed during sample evaluation. The problem is traced to device, but the investigation could not identify the actual root cause of the damaged in the solution line.